Event description:
I had been using (B)(6) fasciablasters (the big blaster, the mini2 and faceblaster) on my body to reduce cellulite. I have hemosiderin staining of the back of my legs. My cellulite on my legs is much worse now.